Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had a return of symptoms yesterday and was constipated. It was noted that she had blood in her stool. Further info was requested.